Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Tandem technical support reviewed pump data and confirmed reported issue. There was no reported impact to customer's blood glucose. Although multiple attempts were made to follow up with the customer, no reply was received.